Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Neurostimulator. A consumer reported that the patient was in the hospital due to seizures unrelated to the device or therapy and needed an MRI. The patient did not have a remoted to put the system in MRI mode. It was noted that the patient had not charged their device in 3 years and an overdischarge was suspected. The patient stated that she turned the device off because it didn't feel like it was working for her. The patient has been experiencing pain. The caller reported that the patient has alzheimer's (also unrelated to the device or therapy) and doesn't mention the pain anymore. It was unknown if the MRI tech was going to scan the patient with the ins in its current state or if it was going to be recovered. Indication for use includes non malignant pain and chronic low back pain.